Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was bent and the plunger was not broke. The emergency procedure was not implemented and the capsule electrodes were okay. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters all acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule that failed to attach to the patient's esophagus. A repeat bravo procedure was not performed and no harm was caused to the patient and no kind of intervention was necessary during the procedure. There was nothing unusual about the procedure or the patient that lead to the incident. The patient had an endoscopy performed before the procedure and the esophagus looked normal. The physician has been using the bravo technique for over 2 years. No other known adverse events were reported.